Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition that pump was over delivering. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/23/2017.

Event description:
The customer reported a motor rate error and a timing issue. The customer stated it is causing an over delivery and also gives a flush error. It continually stops at 6ml when the flush volume is set at 10ml. There was no patient involved in the incident.